Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed as the x-rays show presence of a likely subacute or chronic fracture involving the lateral proximal portion of the humerus greater tuberosity. Also there is a chronic displaced fracture medial to the lesser tuberosity. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). (UDI): n/a. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had a primary copeland shoulder completed on an unknown date by dr. (B)(6). Then the patient was converted to a total on an unknown date by dr.(B)(6) due to patient anatomy and a bone defect (this was due to the patient¿s anatomy). Then about 9 months ago the patient was converted to a hemi with a bone graft so that the patient would have enough bone mass for when it was time for a vrs, the 2nd stage of this revision which will take place on an unknown date (this was also due to patient anatomy). While converting the patient to a hemi the patient's bone was fractured.